Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there were plastic particles inside the cap.

Manufacturer narrative:
Terumo has not received the actual device for evaluation, thus terumo plans on submitting a follow-up report when more information becomes available. (B)(4).